Event description:
It was reported that during isometric testing, noise was observed. Lead insulation damage suspected. Fluoroscopy was recommended. Lead remains implanted. The patient will be monitored.